Event description:
The complainant alleged that during a routine shift check by a clinician the device was found to have no display. The complainant indicated there was no pt involvement with this reported incident.